Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after vitrectomy surgery ophthalmic sulphur hexafluoride (sf6) gas was almost gone in the eye within one week. Patient impact were not reported and additional information has been requested. Additional information received clarifying that patient experienced retinal re-detachment and c3f8 was reinjected as treatment. The issue has been resolved.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The gas tank was not returned for evaluation. A review of the batch production record for the given lot showed no unusual manufacturing issues. A review of the complaint records showed one other complaint against the given lot a review of confirmed complaints for the product did not stay in the eye as long as expected. Showed no complaints since the beginning of 2015. An analysis of the retain sample for lots showed that the product was sf6 (sulfur hexafluoride) and met all release criteria. Nothing was found that would account for the reported event.the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).